Event description:
The md reported after the iab was inserted, "blood flowed back." A new iab was inserted. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.